Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Some scratches and damage are visible, possibly due to wrong handling. Implant could be distracted on normal basis, nothing else could be detected. We can only suppose that the chosen implant may have been too small which required excessive distraction. Or it was not placed anatomically correct, which can lead to dislocation of the telescopic parts. Note that a combination of this two can result in the separation of the telescopic parts. Further investigation showed conformity of the articles in question to the company specification and no apparent fault of material or manufacturing was detected. The complaint article was produced according to the specification; no product fault could be detected.

Event description:
A hospital in (B)(6) reported the surgeon tried to expand the implant after insertion. The surgeon made multiple attempts to expand the implant parallel until it broke into two pieces. The surgeon used a new implant and the procedure was completed with no further issues.